Event description:
It was reported that the customer accidentally dropped a demo ilet, resulting in a shattered display screen and the need for a replacement device. Symptoms included no reported physiological effects. Outcomes included no disruption leading to medical intervention or hospitalization. Investigation included customer service intake, troubleshooting, and coordination for device exchange. Investigation of this case revealed physical damage to the device display consistent with accidental impact, with no indication of device malfunction prior to the drop. It was concluded, based on established findings for similar reports, that the cause was user handling error.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.